Event description:
The customer reported that the system would not boot intermittently. No pt injury was reported.

Manufacturer narrative:
The ge service rep torqued the inside and outside nuts to the recommended 60 inch pound spec recommended by company. He found all to be loose, possibly causing fluctuating power and in turn, intermittant lockups. He tested the system after repair, and found the system to be working as expected.